Event description:
Report received from the USA requesting unspecified repairs. It was unk to the reporter whether or not the device was used in surgery or whether or not any injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.